Event description:
A customer contacted beckman coulter regarding several erroneous results that was being generated by the unicel dxi instrument. The customer indicated that these results were occurring at a much higher rate than usual. The customer indicated that more than one chemistry was affected [see b6 for examples provided by the customer]. The customer did not indicate if the erroneous results were reported out of the lab. The cusotmer indicated that all the original samples were repeated and more acceptable results were obtained [see b6 for examples provided by the customer]. The customer indicated that there has been no change to pt treatment that can be attributed to this event.